Event description:
It was reported that the implantable pulse generator (ipg) showed a longevitiy estimator issue. It was also reported that high thresholds were noted on the right ventricular - his bundle (rv) lead. The ipg remains in use. The lead was reprogrammed and remains in use. No further intervention is planned on the rv lead. No patient complications have been reported as a result of this event. It was reported that the implantable pulse generator (ipg) showed a longevity estimator issue due to a programmer software estimate error. The programmer remains in use. No patient complications have been reported as a result of this event. It was noted that the ipg was explanted and replaced. It was further reported that the device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead; therapy date: 24-oct-2019 product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed that the device was received by pal in bubu mode. Ff testing caused the bubu switch at rpa. The product code was unable to be restored in the hybrid. The cause of the device going into bubu mode at ff was unable to be determined. The cause of the device not being able to be restored to product code was unable to be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.